Event description:
It was reported that during the procedure for treatment of a perforation of the native circumflex artery via saphenous vein graft, a 3.0x19 otw graftmaster stent delivery system was advanced but could not cross to the perforation site due to the characteristics of the vessel. The stent delivery system was withdrawn from the anatomy. The patient was handled medically and the perforation sealed spontaneously. Upon dismissal from the cath lab the patient remained stable and vitals remained unchanged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.